Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bump, red, open wound .there was no alleged device malfunction contributing to the irritation. The patient¿s who states they are a physician prescribed vasopressin antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to a wire in the ECG "c&d" cable was pinched. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages. A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bump, red, open wound.there was no alleged device malfunction contributing to the irritation. The patient¿s who states they are a physician prescribed vasopressin antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.